Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements of greater than 2000 ohms. The noise was able to be recreated with pocket manipulations. Since the patient is not pacemaker dependent, the physician opted to continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.